Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: black box dates from (B)(6) 2015-(B)(6) 2015. Black box shows no evidence to support temperature complaint. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Current draws are within specifications. There was no evidence of excessive pump temperature duplicated during investigation. Removed pump case and there was no evidence of moisture or loose components inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.